Event description:
It was reported that the ipg was no longer working as intended and the patient had inadequate pain relief. During the revision procedure to replace the ipg, a screw would not click down in the new ipg. The physician did troubleshoot, however the screw was overtightened, and would not loosen or allow the old lead to back out. The physician removed the old ipg and opted to leave the new, faulty ipg and old lead in the patient. The explanted ipg was kept by the medical facility.